Manufacturer narrative:
The patient's medical records were requested and had not been received at the time of this report. If the medical records should become available, a supplemental report will be submitted. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
The peritoneal dialysis (pd) patient reported that he was in the hospital for the past week. During a follow-up with the pd nurse, the pdrn confirmed the patient was hospitalized with gastroparesis on an unknown date. The patient had a history of a gastroparesis prior to beginning pd treatment. The patient had been discharged and continued pd treatment without further problems. The cause of the reported event was undetermined. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.